Event description:
Results of "267 and 369 mg/dl" with the statistical meter, performed within 20 minutes of each other. Control solution was not available to perform a control solution test. The meter and test strips were replaced.